Manufacturer narrative:
Sequencing interpretation: the molecular presence of both guanine and adenine at the polymorphic site indicative of the jka/b antigen would normally represent a heterozygous jkab individual1, as reported by precisetype hea beadchips (B)(4). However, the individual is also heterozygous for a polymorphism of the intron 5 splice acceptor site (ivs5as, isbt=jk*02n.01, also known as c.342-1g>a) that silences the expression of the jkb antigen. The silencing of jkb, as first reported by lucien et al.2, would leave no expression of the jkb antigen on the surface of the erythrocyte. Jknull is listed as a limitation of the precisetype¿ hea beadchip test as listed in the package insert (part number 190-20210).

Event description:
The customer reported a possible discrepancy. The donor is jkb+ using the bioarray hea molecular beadchip kit; serology results were jkb-.